Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced skin irritation and abscess at the sensor site. As advised by healthcare professional (hcp), the customer treated themselves by disinfecting with hexomedine transcutaneous and drained the abscess using compress during disinfecting process, and this was done twice daily for 2 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.